Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited respiratory rate trend (rrt) oversensing on the right atrial (ra) channel resulting in inappropriate atrial tachycardia response (atr) episodes. The ra lead was a non-boston scientific product. The decision was made to program the rrt off. This ICD remains in service and there were no adverse patient effects reported.